Event description:
It was reported that the lead exhibited a decrease in p-waves and loss of atrial capture. A chest x-ray confirmed micro dislodgement. Changing the pacing mode from ddd to vvi was recommended until the lead could be revised.

Manufacturer narrative:
No medwatch form was received.